Manufacturer narrative:
This product was a part of an FDA 483 and has been subsequently recalled with the knowledge of FDA. Further investigation is being conducted.

Event description:
A respire medical customer service representative spoke with a doctor's office staff member and was told that the pink+ hinge broke intraorally when patient was sleeping. There was no injury to the patient